Event description:
It was reported that the user experienced prolonged hyperglycemia with cgm readings up to 401 mg/dl after the ilet pump dosed into the cartridge chamber due to a leaking cartridge, with insulin pooling in the chamber instead of flowing through the tubing; the user reported frequent cartridge changes and was educated to leave headspace in the cartridge and to insert the cartridge into the pump before attaching the connector. Symptoms included hyperglycemia. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed leakage at the reservoir seal consistent with a leak/splash device problem associated with the reservoir component, while connectors and infusion sets were intact; the user¿s glucose returned to the low 200s after corrective steps. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.